Manufacturer narrative:
Correction: b3 - date of event: in previous report, the updated estimated date of event was omitted and has now been entered.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Corrections: b5: in previous report, the following should have been entered: "additional information was received that surgery occurred to explant and replace the ipg to address the issue." D6b - date of explant: this was omitted in previous report and has now been entered.

Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg became inoperable and that the patient lost therapy a month prior. Surgical intervention is planned to address the issue.